Manufacturer narrative:
According to information reported to davol, the patient had a xenmatrix graft implanted to repair a 10-inch ventral hernia on (B)(6) 2011. The patient's white blood cell count at the time of implant was 6. On (B)(6) 2011, the patient's white blood cell count was 21. The physician suspected the patient may be having a reaction to the graft, and it was explanted. Based on the information provided, we are unable to determine whether the graft may have contributed to the alleged event. No pathology reports regarding the condition of the graft or follow-up regarding the patient's condition have been provided. No specific device failure has been alleged and no product has been returned for evaluation. No conclusion can be drawn at this time.

Event description:
Based on information received by davol: on (B)(6) 2011 - xenmatrix graft was implanted in the patient for 10 inch ventral hernia defect. At the time of the implant, the patient's white blood cell count (wbc) was 6. On (B)(6) 2011 - the patient's wbss were 21. The md reported he suspected the patient was having a reaction to the graft material and the graft was explanted via an open approach.